Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. There were no anomalies found. (B)(4).

Event description:
It was reported that there was noise on the right ventricular (rv) channel which was causing asystole. The rv lead and the implantable pulse generator (ipg) were both explanted and replaced. No further patient complications have been reported as a result of this event.